Manufacturer narrative:
B3. Date of event: exact date of event is unknown; therefore, the journal article published date was selected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: deirdre b., erik s., espen k., dimitri p., amanda s., laura b. (2025). Expanding treatments for lower urinary tract symptoms, secondary to benign prostatic enlargement. A capacity and budget impact analysis in four nordic countries. Scandinavian journal of urology, 2025(60), 164 - 172.

Event description:
It was reported in the scandinavian journal of urology that a retrospective study was conducted to quantify the capacity and budget impact of adopting a more diversified bpe (benign prostatic enlargement) surgical portfolio, including increased volumes of pvp (photoselective vaporization of the prostate), adoption of holep (holmium laser enucleation of the prostate) using moses technology and wvtt (water vapor therapy) in four nordic countries (sweden, denmark, norway, and finland). The study modeled a hypothetical scenario in which the proportion of transurethral resection of the prostate (turp) procedures was reduced to 50 percent, with increased adoption of holmium laser enucleation of the prostate, photoselective vaporization of the prostate (pvp), and water vapor therapy. The clinical inputs data of patients who are referred for a benign prostatic enlargement (bpe) procedure was analyzed since 2024. The following boston scientific products were used during the procedures: greenlight fiber. Rezum delivery device and moses fiber. Regarding clinical inputs, the investigation mentioned as short-term adverse events included non-acute urinary retention, infection, bleeding, and stricture. Wvtt presented the highest rate of non-acute urinary retention (50 percent) but had notably lower or zero incidence in bleeding, stricture, and tur syndrome. Medium-term complications such as incontinence and erectile dysfunction were observed in all procedures except wvtt, which reported no cases. Additionally, procedures varied in their suitability for ambulatory settings, with wvtt being the only one performed entirely as a day-case, contributing to its favorable safety and recovery profile. It is concluded that the increased procedural volumes of wvtt, holep and pvp for the treatment of luts secondary to bpe in the nordic countries are associated with capacity benefits to local hospitals and healthcare systems. Offering a more diversified array of bpe surgical treatments provides patients with greater choice, allowing them to select treatments in consultation with their physicians that best meet their needs.

Manufacturer narrative:
Correction to field g1: MFR site zip/post code. Correction to field h6: patient codes. There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of infection, urinary retention, blood loss, urethral stenosis, impotence and urinary incontinence are a known risk associated with these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B3. Date of event: exact date of event is unknown; therefore, the journal article published date was selected. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Citation: deirdre b., erik s., espen k., dimitri p., amanda s., laura b. (2025). Expanding treatments for lower urinary tract symptoms, secondary to benign prostatic enlargement. A capacity and budget impact analysis in four nordic countries. Scandinavian journal of urology, 2025(60), 164 - 172.

Event description:
It was reported in the scandinavian journal of urology that a retrospective study was conducted to quantify the capacity and budget impact of adopting a more diversified bpe (benign prostatic enlargement) surgical portfolio, including increased volumes of pvp (photoselective vaporization of the prostate), adoption of holep (holmium laser enucleation of the prostate) using moses technology and wvtt (water vapor therapy) in four nordic countries (sweden, denmark, norway, and finland). The study modeled a hypothetical scenario in which the proportion of transurethral resection of the prostate (turp) procedures was reduced to 50 percent, with increased adoption of holmium laser enucleation of the prostate, photoselective vaporization of the prostate (pvp), and water vapor therapy. The clinical inputs data of patients who are referred for a benign prostatic enlargement (bpe) procedure was analyzed since 2024. The following boston scientific products were used during the procedures: greenlight fiber. Rezum delivery device and moses fiber. Regarding clinical inputs, the investigation mentioned as short-term adverse events included non-acute urinary retention, infection, bleeding, and stricture. Wvtt presented the highest rate of non-acute urinary retention (50 percent) but had notably lower or zero incidence in bleeding, stricture, and tur syndrome. Medium-term complications such as incontinence and erectile dysfunction were observed in all procedures except wvtt, which reported no cases. Additionally, procedures varied in their suitability for ambulatory settings, with wvtt being the only one performed entirely as a day-case, contributing to its favorable safety and recovery profile. It is concluded that the increased procedural volumes of wvtt, holep and pvp for the treatment of luts secondary to bpe in the nordic countries are associated with capacity benefits to local hospitals and healthcare systems. Offering a more diversified array of bpe surgical treatments provides patients with greater choice, allowing them to select treatments in consultation with their physicians that best meet their needs.